Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During preventative maintenance of the device, the user reported that the 38/42 degree thermostat intermittently shuts off at 42 degrees. Since the event occurred during preventative maintenance, there was no patient involvement during this event.